Manufacturer narrative:
(B)(6). MFR date: november 22, 2010. Review of the device history record of (B)(6) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All parts of the lot were checked 100% for features and for function at the final inspection. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during the surgery on (B)(6) 2016, the surgeon heard cracking sound from the reported rod/plate bender when he used it. The instrument was then found broken. No surgical delay was reported. No patient harm was reported. Inspection prior to the surgery did not reveal any abnormality on the reported bender. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (rod/plate bender, part number 03.614.022, and lot number t953933). The subject device was returned to the manufacturer with the complaint condition stating during the surgery, the surgeon heard cracking sound from the reported rod/plate bender and found it broken. The subject device appears to be in a very good condition. During a function test it was found that the leaf spring was stuck to the slot and eventually broke free with a loud click. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The leaf spring was lightly oiled and the device functioned properly after that. No manufacturing issue was found during investigation. The root cause could not be determined. Corrected device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.